Event description:
It was reported that the iab was inserted femorally via a sheath at 1135 hours in 2005. Through out the night, the iabp experienced kinked cath alarms. At 1125 the following day, flecks of blood were observed in helium tubing. Iab was removed. Reinsertion was not required.